Event description:
Covidien received information stating that while in use on a patient on 840 ventilator generated an error message that rendered it into an inoperable state. The patient was removed from the ventilator and placed on an alternate ventilator. The patient wa snot harmed or injured as a result of the event.

Manufacturer narrative:
The covidien customer service engineer (cse) inspected the device and found that the oxygen sensor calibration had failed. The cse replaced the exhalation flow sensor and the oxygen sensor. The unit then passed all testing. (B)(4).